Manufacturer narrative:
The pump remains implanted and therefore is not available for return to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed via review of the controller log files since log files for the reported date were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With review of the available information and as reported, it appears that the low flow alarms was due the alarms not being set at the optimal level for this patient. The device was working as intended with no indication of any device performance issues or related adverse events. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual provide clear instructions to medical personnel on proper usage and placement of the hvad system in addition to appropriate hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations; additional guidelines instruct both the user and medical personnel on how to recognize low flow alarms, the potential causes of these alarms, and the potential courses of action. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that the patient's vad alarmed with a low flow alarm. His vad continued to alarm with low flow alarms, so he was transferred to the emergency room for further evaluation for the headache. Low flow alarm was set too low at 4.0. This was reset to 3.0. Flows have been roughly within his normal range over past 24-48 hours. Do not believe headache was related to low flows. The patient's total length of stay was 1 day from (B)(6) 2015. The primary reason for the hospitalization was noted as a device malfunction and resetting the parameters remediated the event.